Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump did not alarm no delivery when it should have. Customer had a bent cannula, causing his blood glucose to go high. The insulin pump did not alert him to the bent cannula. Customer's blood glucose was 331 mg/dl. He treated with the device. Customer will call back later to complete the high pressure test. Nothing further reported.